Event description:
Per independent repair center statement, the irc5p concentrator was alarming (red light). The key failure was saturated sieve beds. Additional malfunctions were a clogged exhaust muffler, defective check valve, and leaking hose clamps and tie wraps.